Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high out of range pacing impedances of greater than 2000 ohms. Subsequently, another ra lead was successfully replaced. No adverse patient effects were reported. At this time, the product has been returned, this investigation will be updated once analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high out of range pacing impedances of greater than 2000 ohms. Subsequently, another ra lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the prolonged procedure required to replace this lead during initial implant. Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformities, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.